Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a thumping in their chest and also described tiny shocks around the pocket. There was noise present on the rv channel resulting in oversensing and inappropriate anti-tachy pacing (atp). All lead measurements were normal and consistent. It was noted that it was unknown if the oversensing resulted in pacing inhibition as the patient's own rhythm comes through. Isometrics were performed and the noise could be reproduced when the patient moved their arm about their head. The noise could not be reproduced with pocket manipulation. An x-ray was performed prior to procedure, looking at the header and terminal pins and the pins were not through the connector blocks. A revision procedure was performed and the pace/sense channel was surgically abandoned. The previously abandoned right ventricular (rv) lead was utilized. No other adverse patient effects were reported.